Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. Also the batteries are not going to be returned to the manufacturer for evaluation. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Event description:
Approximately one year and nine months post hvad implantation, it was reported that the patient experienced power switching from one port of the controller to the other earlier than expected. All the batteries were replaced. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Device history records review was performed and found no anomalies. The evaluation of battery ((B)(4)) the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. The log files review identified this battery as having potentially participated in switching event at high capacity. However, these could not be replicated at the bench level. The battery performed as per specification. Evaluation of battery ((B)(4)) the returned unit passed visual inspection but failed functional testing. During ti testing, the battery exhibited 5% max error, indicative of a unit that is out of calibration. However, during maccor testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. The log files review identified this battery as having potentially participated in switching event at high capacity. However, these could not be replicated at the bench level. The battery performed as per specification. The probable root cause was determined to be "faulty cell". On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. Blank fields on this form indicate the information is unknown, unavailable or unchanged. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report does not reflect a conclusion by FDA, heartware, or its employees that this report constitutes an admission that the device, heartware, or its employees caused or contributed to the potential event described in this report. The pump remains implanted. The batteries ((B)(4)) were received by the manufacturer on 03 nov 2014. (B)(4).